Event description:
It was reported that during an implant procedure, when the right ventricular lead was removed from the packaging, the physician noted the helix was three-quarters extended. The helix was retracted and the lead was implanted. No patient complications have been reported as a result of this event.